Event description:
It was reported that there was particulate matter in a large volume infusor. The particulate matter was described as a ¿strand-like particle.¿ the device had been filled with flucloxacillin. This was noted before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured january 21, 2014 to january 22, 2014. The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.